Event description:
Ous MDR - it was reported that about 7 months after the implantation the device could not be interrogated. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol. A number of 27 charging cycles were documented. The safety backup mode was activated. The safety backup mode was deactivated with the help of a technical programmer. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proves to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied, however, the device did not deliver a defibrillation shock. The memory content of the device was inspected and revealed an elevated current consumption. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Per the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable.